Manufacturer narrative:
Block h6: imdrf device codes a0401 captures the reportable event of handle cannula break based on investigation findings. Block h11: the trapezoid rx lithotripter basket was returned for analysis. Visual inspection found that the handle cannula was broken, the working length was kinked in several areas, and the side car rx was pushed back 4mm. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the available information, boston scientific confirmed the reported event of basket failure to open. The observed side car rx pushed back could have been due to force applied to the thumb ring on the handle when attempting to break the stone. This force could have also caused the working length to retract, thereby pushing back the side car rx. Also, it was possible that the same force and pressure applied on the handle caused the entire device to retract. The force applied during the attempt to break the stone could have subjected the device to significant stress, causing the handle cannula to break and the working length to kink, preventing the basket from opening as reported. No other damage was noted to the device. Based on the available information and findings from the device evaluation, the most probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that trapezoid rx basket was used in the common bile duct to capture a stone during stone removal procedure performed on (B)(6) 2025. During the procedure, it was reported that the basket would not open in the common bile duct. It was also reported that there was a stone outside the basket when it failed to open. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of handle cannula detached or separated. Please see device analysis results for full investigation details.